Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional 3.0 x 15 mm promus stent referenced is being filed under a separate medwatch report. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that a 3.0 x 8 mm promus stent and a 3.0 x 15 mm promus stent were implanted in the saphenous vein graft (svg) to the obtuse marginal (om) on (B)(6) 2010. On (B)(6) 2013, the patient presented with progressive unstable angina and was hospitalized the same day. Coronary angiography revealed 99% in-stent restenosis in the svg to om. Treatment was performed via ballooning with non-abbott balloons. The event was considered resolved without residual effects. The patient was discharged the next day. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was deployed in a lesion located in a saphenous vein graft. It should be noted that the IFU states promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the IFU states safety and effectiveness of the promus stent have not been established for subject populations with lesions located in saphenous vein grafts. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.